Event description:
It was reported that the patients device had not been working like it used to. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) of 2022.